Event description:
It was reported that a malfunction alarm occurred, specifically with malfunction code 9, and the fault ID was available. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information, but the customer did not have charging supplies available at the time. The customer was instructed to call back when ready to continue with the pump reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.